Event description:
It was reported that a user experienced pairing failure of a libre 3 plus sensor with the ilet system, requested a sensor replacement, and was transferred to the partner manufacturer for assistance, consistent with an intermittent communication failure associated with the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and partner organization. Investigation of this case revealed an interoperability problem involving intermittent communication, with involvement of the electrical/magnetic function and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.